Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'several buttons on keypad were not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the 1st row 2nd column soft keys are damaged and keypad overlay is scratched affecting visibility. The keypad requires replacement to address this issue . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that several buttons on a spectrum iq infusion pump's keypad were not working during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.